Event description:
An alarm labeled as alarm 2 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through several troubleshooting steps, including disconnecting and adjusting the tubing and replacing the cartridge. Despite these efforts, the occlusion alarm persisted, leading technical support to decide on replacing the pump. The pump was confirmed to be under warranty, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The caller was informed about putting the pump into storage mode and returning the problematic pump with a prepaid label.